Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a downstream occlusion seal blister. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for repair in used condition. The previous service on 20-feb-2023 was for the same reason of ¿blister on dso sensor seal¿. This reason for return is related to a past service. The downstream occlusion (dso) seal blister was verified by visual inspection. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.